Manufacturer narrative:
The technician reported that the damage appeared to be abuse. He replaced the siderail to repair the bed.

Event description:
Information received indicates the upper portion of the siderail had been detached. The upper pivots were broken on the siderail.